Event description:
It was reported that when the doctor opened all three leads, the ¿straw¿ that protected the lead in the box was bent and curved, thus bending the stylet inside the lead. The doctor was concerned and tried three total leads and all were bent. The doctor eventually found one without the bend in it. The three leads were not implanted. The patient was alive with no injury or adverse event. Refer to manufacturing report #6000153-2015-00114 as three leads were found to be bent and rejected.

Manufacturer narrative:
(B)(4). Analysis of the second lead (lot #va0u2l4) found no anomaly. Analysis of the second stylet (lot # unknown) found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0u2l4, product type: lead; product ID 3387s-40, lot# va0u2l4, product type: lead; product ID neu_stylet_acc, product type: accessory; product ID neu_stylet_acc, product type: accessory; product ID neu_stylet_acc, product type: accessory. (B)(4).